Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that a glue-like substance was found in the cover of the relion® pen needle. The following information was provided by the initial reporter: "spouse of consumer reported found a glue like substance within the green cover"

Event description:
It was reported that a glue-like substance was found in the cover of the relion® pen needle. The following information was provided by the initial reporter: "spouse of consumer reported found a glue like substance within the green cover."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.